Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of product investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The 3004753838-2018-102007 was submitted in error and can be retracted. Actual issue reported by patient does not meet the criteria of a reportable event.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, loss of signal did not occur and the patient allegation does not meet the criteria of a reportable event.